Manufacturer narrative:
No lot and no devices received. The reason of revision was not received. No document review or further investigation possible.

Event description:
Revision performed on the (B)(6) 2020, cup and inlay have been explanted (it is not possible to retrieve device reference, lot number and primary surgery date). The exact revision reason is unknown, probably malposition of the cup. No information available about primary surgery.